Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by transferring the patient to another device. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry movement loses power. Review of the log files found speed error. Upon troubleshooting fse checked c-arc motor and identified that the carbon brush was badly worn. Fse cleaned the brush. After cleaning, the stand was moved in c-arc position, but the movement was not smooth. Fse replaced the motor. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.